Event description:
It was reported to philips that the defibrillator¿s ac power module was defective and the device makes a noise when the power is turned on. There was reportedly no patient involvement. This case was initiated by a response from the customer regarding the philips healthcare (B)(4) notification and instructions for ¿possible failure of m3539a ac power module for the heartstart mrx defibrillator/monitor.